Manufacturer narrative:
The account replaced the emergency trendelenburg valve and the head hi/low down valve and the issue remains. The account replaced the hydraulic manifold to resolve this issue.

Event description:
The account alleged the head hi/low does not lower electrical so they replaced the head hi/low valve and now the bed has not trendelenburg functions. No pt impact.